Event description:
It was reported that the customer experienced a low blood glucose of 39 mg/dl, due to insulin sensitivity. Customer stated her doctor made adjustments to her regimen and had not had any issues following this incident. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.